Event description:
I had a medtronic baclofen pump put in me as soon as I got out of surgery I didn't feel right? Not even a month later, I got infected which caused me to have two strokes, spinal meningitis staph infection, and mrsa. Why didn't my hospital inform me it was recalled before I had it put in?